Manufacturer narrative:
Correction : manufacturer narrative- DHR. Additional information : imdrf annex a,b,c,d and g grid, manufacturer narrative- shr a review of the device history record showed the device had a manufacture date of 24jan2020. The review was performed from the date of manufacture to the present date 26may2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device had error code 242.4030 motor stall failure. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown.device was not returned to manufacturing facility for evaluation. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.a review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode for this serialized device.a review of the device history record showed the device had a manufacture date of 24jan2020. The review was performed from the date of manufacture to the present date 04may2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had error code 242.4030 motor stall failure. There was no patient involvement.